Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "over the past couple weeks the needles when put on to use/inject on a pre-filled syringe it's not working. No air is passing as well as the vaccine is not going through. Appears to be about a quarter to half the box. Issues in general even on empty syringes."

Manufacturer narrative:
H6: investigation summary- no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that an unspecified amount of bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "over the past couple weeks the needles when put on to use/inject on a pre-filled syringe it's not working. No air is passing as well as the vaccine is not going through. Appears to be about a quarter to half the box. Issues in general even on empty syringes."